Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulation turned off by itself. The patient said the controller says stimulation is off and she does not know why. The patient said she was having pain the night prior to the report and the patient confirmed the therapy helps with this pain when stimulation is on. The patient said when she looked at the controller she saw "stimulation is off". On the call the patient was assisted in turning stimulation back on using the top on/off button on the controller. The patient confirmed the controller no longer said stimulation is off. While troubleshooting during the call, the patient mentioned she did not see any letters or numbers on the screen indicating groups/programs. The issue was reported to be resolved. No further complications were reported.